Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent and would not retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead extended without operator input causing difficulty with placement in the atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.